Manufacturer narrative:
A visual evaluation indicated no residue was present on the device. However, the proximal pigtail was not present. The pigtail was tore off from the device and not returned. The suture was also removed from the device and not returned. The tear in the stent appeared to be jagged and not in any of the sideport holes. The remnant of the device was measured and found that 37.5 centimeters of the device was returned. Per the product drawing approximately 1.2 centimeters was found to be missing. A functional evaluation found that a 0.038 inch guidewire could be placed through the remnant without resistance. A lot history search was performed and found no other complaints against lot number 8364569. A review of the device history record was performed and revealed no anomalies. The most probable root cause it that during use or pre use preparations the stent was handled in a way that caused the stent to break or the suture to tear through the stent. However, we are unable to determine the exact cause of this event. Our directions for use state: "the insertion of a urethral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure."

Event description:
This device was received as an unauthorized return by the manufacturer. No complaint details were provided with the return of the device. Upon investigation of the returned device, the event has been deemed a reportable status.